Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose reading of 49 mg/dl and slurred speech. Customer declined troubleshooting for the low blood glucose readings, however was able to treat with juice and bring the blood glucose readings up to 106 mg/dl prior to disconnecting the call. Customer requested assistance programming the insulin pump. No device is expected to return.